Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis was not reported. It was not reported whether the patient was hospitalized for the reported event. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested, but the reporter declined to provide further information about this event.